Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited suspected premature battery depletion as the battery longevity estimate dropped from 6.1 years to 11 months within three days. The ICD remains in use. No patient complications have been reported as a result of this event. It was further reported that subsequent information determined that this was caused by a programmer software issue and was not a ICD battery issue. The programmer software was updated with the more current version to resolve.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead, date of implant: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.